Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of a catheter extension set was separated from the luer. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, a device analysis could not be completed. The reported lot number was invalid, so a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.